Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A nurse reported that an adc freestyle libre meter would not power on with button press or test strip insertion. There were no reported customer symptoms, however on (B)(6) 2019, the nurse administered an unspecified amount of insulin to a customer. No further treatment was reported.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported that an adc freestyle libre meter would not power on with button press or test strip insertion. There were no reported customer symptoms, however on (B)(6) 2019, the nurse administered an unspecified amount of insulin to a customer. No further treatment was reported.